Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was a small crack in the bd luer-lok¿ tip disposable syringe between the 1ml and 1.5 ml markings that leaked saline when pushing the plunger. The following information was provided by the initial reporter: "there was a small crack in the syringe between the 1ml-1.5ml mark on the syringe. No leaking when saline was withdrawn, however there was leakage from crack when pressure applies to plunger to push saline into vial of vaccine."